Event description:
It was reported that "the customer states that the unit failed while it was inside of a patient". At the time of this report, the customer has not returned our requests for additional information.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
(B)(4). Medwatch report 0504960000-2024-8003 received on 07jun2024 states that "the iabp balloon ruptured while in the patient". Additional information received (B)(6) 2024 indicates there was no harm or health consequences to the patient. It was reported that "pt required urgent removal of iabp, no additional intervention". The current condition of the patient is unknown. The reported complaint for "balloon ruptured" is not able to be confirmed. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends. If the product is returned at a later date, a full investigation of the sample will be completed. Other remarks: n/a corrected data: section d.4. - the full UDI number is not available as complainant did not report a lot number.

Event description:
It was reported that "the customer states that the unit failed while it was inside of a patient".